Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and loss of capture. High impedance was also observed. A lead fracture was suspected. The lead was programmed off and was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)